Event description:
It was reported the patient¿s stimulator was at end of service (eos) after less than three years at less than 3 v amplitude. The patient was not feeling stimulation. The device was replaced. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Final analysis of neurostimulator model 3058, (lot # njy190359h ) showed ins battery normal end of life; telemetry and output okay; no significant anomaly. It also noted: longevity of device could not be determined due to lack of information on the device (voltage, pulse width, electrode config).

Event description:
Additional information noted that regarding normal battery depletion, this was marked as "no"; 2.5 years depletion. Explant date was noted as 2014 (B)(6).

Manufacturer narrative:
Concomitant products: product ID neu_unknown_lead, lot# unknown, product type lead; product ID 3037, serial# (B)(4), product type programmer, patient. (B)(4).